Event description:
It was reported that the pulse generator exhibited backup vvi mode. Reprogramming was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the pulse generator as received was in backup vvi mode. A software download was performed, after which normal function ensued. The backup vvi operation did not recur during testing.